Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had inadequate stimulation due to high impedances despite reprogramming done. The patient experienced headaches after stimulation adjustments. The patient opted to have the devices explanted and was reportedly doing well postoperative. The explanted devices were not returned as they were discarded by the facility.